Event description:
It was reported that "sensor failure" was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On the evening of (B)(6) 2024, the patient experienced malaise, abdominal pain, and vomiting. The patient's parent checked the unspecified pump display device to see the cgm value and it showed that the sensor had failed. The parent did a fingerstick and the bg was 600 mg/dl. The patient's parent then gave 5 units of insulin to the patient and around 10:00pm, she brought the patient to the hospital. The doctors came and assisted them. The doctor gave 9 units of insulin and IV fluid. The patient was discharged around 12:00am (B)(6) 2024. The glucose value during that time was 530 mg/dl using fingerstick before patient was discharged. The patient was okay when they went home. When they arrived home, the patient's parent inserted a new sensor. Around 3:00pm on (B)(6) 2024, the patient's parent gave another 2 units of insulin to the patient and unspecified reading was 250 mg/dl. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.